Event description:
It was reported that the evening after implant, the patient experienced a feeling of fainting and lost consciousness. The patient was found to have a heart rate of 20, and was taken to the hospital. The left ventricular (lv) lead showed no capture, and the right atrial (ra) lead was found to have dislodged. Both the lv and ra leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.